Event description:
Allegedly revised for unknown reasons.

Event description:
Allegedly revised due to malalignment socket; pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updateed the investigation is complete. This is the same event as 1043534-2013-01387. This event occurred in the (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.